Event description:
It was reported by the affiliate that when the device was used during an unknown procedure, the staples would not hold. The case was completed with another device. There was no consequence to the pt. The device was discarded.